Event description:
"On 5th of dec pt underwent elective surgery for repair of an aortic aneurysm using x2 relay pro nbs devices, the procedure lasted 150 minutes and there was no endoleak at the end of the procedure. This was a primary procedure. Patient was discharged to pre-op living conditions on (B)(6) 2023 after 48 hours in the ICU on (B)(6) pt presented with a type 2 endoleak at 1st follow up imaging appointment, this was a non-serious adverse event and was deemed as undetermined if there was a device relationship. There was no action taken and the event remains ongoing. Information from imaging page in ecrf- tevar patent without complications. Mild reduction of aneurysmatic sac diameter in descending thoracic aorta and a suggestive image of small type ii endoleak. Mild progression of infrarrenal aneurysmatic sac. No other aes have been reported. Please note- a device deficiency has been reported within the casebook for- migration of the stent graft after deployment" patient outcome: "ongoing".

Manufacturer narrative:
"This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2024-00237 , and device 2 is being reported under MDR 2247858-2024-00238" "bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may have not been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
"This complaint was involved with two devices. Device 1 is being reported under MDR device 2 is being reported under MDR 2247858-2024-00238". "Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
"On 5th of dec pt underwent elective surgery for repair of an aortic aneurysm using x2 relay pro nbs devices, the procedure lasted 150 minutes and there was no endoleak at the end of the procedure. This was a primary procedure. Patient was discharged to pre-op living conditions on (B)(6) 2023 after 48 hours in the ICU. On 26th of march pt presented with a type 2 endoleak at 1st follow up imaging appointment, this was a non-serious adverse event and was deemed as undetermined if there was a device relationship. There was no action taken and the event remains ongoing. Information from imaging page in ecrf- tevar patent without complications. Mild reduction of aneurysmatic sac diameter in descending thoracic aorta and a suggestive image of small type ii endoleak. Mild progression of infrarrenal aneurysmatic sac. No other aes have been reported. Please note- a device deficiency has been reported within the casebook for- migration of the stent graft after deployment"